Manufacturer narrative:
Reporter is a j&j employee. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Service & repair evaluation: it was reported the device did not meet calibration during evaluation at service and repair. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The device will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot - part # 321.133, synthes lot # 6025755, supplier lot # 596689k08, release to warehouse date: 12nov2008, supplier: teleflex medical, inc., no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during the evaluation at service and repair, the torque limiting t-handle was found to have failed calibration. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for complaint (B)(4).